Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2015 with the following findings: investigation revealed that the display screen was dim and discolored. Additionally, the returned battery cap had stripped threads. A test cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. Additionally, the battery cap was damaged. This report is made based on results of investigation completed on (B)(4) 2015.